Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, false episodes of cardiac pauses were noted due to undersensing on the implantable cardiac monitor (icm). The icm was reprogrammed to resolve the issue. The patient was in stable condition throughout.